Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited premature battery depletion. The battery was completely depleted and the device was unable to communicate with the programmer. The device was explanted and replaced. The patient was in stable condition.